Manufacturer narrative:
The na electrode lot number was dqm37 with an expiration date of 22-mar-2026. Qc results were not acceptable. Sample probe alarms were observed on the alarm trace data. The customer found a loose knob on the vacuum nozzle. The customer ran the green rack cleaning and activator cycles twice. The customer compared the results, and no issues were observed. The investigation determined that the issue found and addressed by the customer was the root cause of the event.

Event description:
We received an allegation of discrepant results for 2 patient samples tested for sodium electrode (na) on a cobas pro ise analytical unit. "Patient 3" initial result was 150 mmol/l. The repeat result was 140 mmol/l. "Patient 4" initial result was 151 mmol/l. The repeat result was 141 mmol/l.